Event description:
End user called to complain that the device's calibration test does not run. Trouble-shooting by phone confirmed this. The device was replaced and the defective one returned for investigation.